Event description:
Customer reported a abo mistype on the echo. Customer had run a known b positive sample that was interpreted as ab positive on the echo. No adverse events occurred.

Manufacturer narrative:
Review of the instrument images showed a bubble in the anti-a well that gave a 1+ positive interpretation on what should be a negative reaction. Customer was not sure if the vial of anti-a was checked for foam prior to loading it on the instrument. Could not rule out foam or bubbles in the anti-a vial as the cause of the abo discrepancy. The echo operator manual indicates that foam in the vial can produce erroneous results.according to the operator manual, forward only abo rh testing has a higher risk of mistype due to the absence of the reverse type result. For this reason, abo-rh results should always be compared to the patient or donor history.